Event description:
It was reported that that the patient developed an infection. The patient underwent a spinal cord stimulator (scs) explant procedure. No further information has been obtained.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2019 prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 5088117. UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 5082908. UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2366700. Model: sc-2366-70. Serial: (B)(6). Batch: 5000840. UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2366700. Model: sc-2366-70. Serial: (B)(6). Batch: 5053942. UDI: (B)(4).

Event description:
It was reported that the patient developed an infection. The patient underwent a spinal cord stimulator (scs) explant procedure. No further information has been obtained. Additional information was received that the patient was provided with antibiotics. The physician believes that the infection was not device nor procedure related. The patient was doing well postoperatively and the explanted devices were disposed by the facility.